Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "system message" (device displays error message). A facility reported receiving a system message during a procedure. The customer stated this has happened previously at least three times. There was no patient impact reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported, but did confirm the system messages in the log. The fluidics module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).